Event description:
It was found the hand piece no longer meets specs for phase margin, frequency, and impedance. The device was used during a laparoscopic sigma. Another hand piece completed case. No pt consequence.